Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call indicating that the insulin pump had damage. Customer's blood glucose was unknown mg/dl. The customer stated that there is a missing piece on the lip or the top of the reservoir. The customer stated the damage may have been its wear and tear, it has been bumped on a stretcher or x ray cable during work. The customer was advised to discontinue use of the device and revert to backup plan. Customer was advised that the device would be replaced.

Manufacturer narrative:
The insulin pump received with cracked battery tube threads, reservoir tube, reservoir tube lip completely broken off and test reservoir does not lock in place, broken belt clip slot, minor scratched display window, and missing end cap sticker. The insulin pump passed the prime and excessive no delivery test. No excessive no delivery alarm noted. The insulin pump communicates properly to glucose sensor simulator and test transmitter. No calibration error or weak signal alarm noted.